Event description:
The electrode was packaged as a 25 cm talon, but was in fact an xli enhanced.

Manufacturer narrative:
The device was not returned. Physical analysis could not be performed. A previous complaint regarding a talon device with an xli enhanced handle was reported. A corrective action was implemented to take care of this issue.